Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product is not suitable for high pressure injection, the root cause of the rubber stopper rupture in the heparin cap is related to the product being used incorrectly.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During the cta examination, the patient required a closed-system intravenous catheter connected to a high-pressure syringe tubing. After the nurse completed the connection, the rubber stopper on the catheter's heparin cap ruptured during injection while scanning. Considering the examination was completed and no harm was caused to the patient, the nurse subsequently removed the catheter.